Event description:
From reline harms adolescent idiopathic scoliosis study, patient (B)(6) had surgical site infection, retained stitch from surgical site with some minimal surrounding erythema: treatment = preop dx: a. Surgical suture abscess, b. Keloid formation. Wound drainage, ultimately determined not to be a superficial infection, but placed on a 7 day course of keflex in the meantime. Sae prolonged hospital stay and reoperation required. On an unknown date a patient underwent a surgery using an unknown reline system device. On (B)(6) 2018 a patient was identified with an infection at the surgical site. Physician diagnosis determined there to be a surgical suture abscess and keloiod formation. The wound was drained and determined to not be a superficial infection. The patient was placed on a 7-day course of keflex. The patient required a prolonged hospital stay and a reoperation.

Manufacturer narrative:
No product was received as no product fault was alleged and devices remain in situ. No photographs or lab reports could be provided confirming the alleged complaint. Due to the lack of information provided the root cause cannot be determined; though post-operative infection is a known complication of surgical procedures that can be the result of environment contamination, incomplete sterilization or patient related factors. Nuvasive instrumentation is cleaned and sterilized by the user facility and sterilization records were not provided. Review of the reported event suggests possible environmental contamination though the type of infection was not provided. No additional investigation can be completed. Label review. "...contraindications: contraindications include but are not limited to: 1. Infection, local to the operative site. 2. Signs of local inflammation..." "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection;..." "...preoperative warnings: only patients that meet the criteria described in the indications should be selected. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided. All non-sterile parts should be cleaned and sterilized before use 9500890 f..." "...cleaning and decontamination: all non-sterile instruments must first be thoroughly cleaned using the validated methods prescribed in the nuvasive cleaning and sterilization instructions doc #9400896 before sterilization and introduction into a sterile surgical field. Contaminated instruments should be wiped clean of visible soil at the point of use, prior to transfer to a central processing unit for cleaning and sterilization. The validated cleaning methods include both manual and automated cleaning. Visually inspect the instruments following performance of the cleaning instructions to ensure there is no visual contamination of the instruments prior to proceeding with sterilization. If possible contamination is present at visual inspection, repeat the cleaning steps. Contaminated instruments should not be used, and should be returned to nuvasive. Contact your nuvasive representative for any additional information related to cleaning of nuvasive surgical instruments. Instruments with a d prefix part number may be disassembled. Please refer to the additional disassembly instructions for these instruments 9400896-en...."